Event description:
It was reported that ventilator alarmed and displayed screen display error during patient use. The patient was not harmed or injured as a result of the event. Customer will complete the device inspection and will call back if assistance is required. Covidien was not authorized to evaluate and service the device at this time.